Manufacturer narrative:
This product does not have an expiration date. Evaluation summary: the quality engineer investigating this complaint went to the account in order to further evaluate the inner light handles and monitor handles associated with the detaching covers. Upon his inspection of the equipment, he noted that the o-rings on these light handles were not approved by the manufacturer. He also found that the o-rings on the monitor handles were either broken or damaged. This is not a single use product.

Event description:
It was reported that the sterilizable light handle covers would not stay in place and the o-rings were broken.